Event description:
When the physician used subject device during a duodenum resection, some errors displayed but the physician did not take measures. After that, the probe tip broke off inside the pt. The fragment of the probe tip was retrieved. The middle of the ptfe pad was worn. The procedure was completed with the second device. There was no pt harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if device eval becomes available.